Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided), stomach ache, and vomiting. Reportedly, customer's cartridge ran out of insulin. Customer required assistance from parent to treat bg level via a manual injection. No additional information was provided.